Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles were unable to deliver medication. The following information was provided by the initial reporter: a lot of pen needles in a box have been clogged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles were unable to deliver medication. The following information was provided by the initial reporter: a lot of pen needles in a box have been clogged.